Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During pacemaker follow up performed on (B)(6) 2012, an r wave amplitude was measured at 15.0mv while only paced ventricular events were observed during a sensitivity test in ddi/30 min-1. No pvc was not observed during the test. An explanation of the observed behavior during this sensitivity test is requested.